Manufacturer narrative:
This report will be updated when additional information is received. This report corrects the first and last name of the initial reporter. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a follow up, the device exhibited a larger than expected decrease in the remaining longevity, from 2.5 years one year ago, to 11 months currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis of the data confirmed the device was depleting faster than expected and replacement was recommended for within 90 days. It was noted that if more time is needed, new data could be submitted prior to the expiration of the 90-day window provided. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The local sales representative reported the pacemaker remains implanted and in service. The physician planned to continue monitoring the device until it reached elective replacement indicator (eri) battery status, then the replacement would be performed.

Event description:
It was reported that during a follow up, the device exhibited a larger than expected decrease in the remaining longevity, from 2.5 years one year ago, to 11 months currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis of the data confirmed the device was depleting faster than expected and replacement was recommended for within 90 days. It was noted that if more time is needed, new data could be submitted prior to the expiration of the 90-day window provided. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.